Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned and inspection of the product found light strike marks on the handle and that the bolt that holds the impactor pad to the handle is missing. The impactor discolored. Wear was observed on the impactor head. Black debris were identified near the mating feature between the handle and the impactor head. The bolt was not returned to the post market surveillance lab therefore no inspection could be performed. The device has an estimated field age of three years. It's unknown how many times it had been used. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor fractured during surgery while inserting the femoral component. No adverse consequences were reported. There is no additional information at this time.